Event description:
It was reported to medtronic minimed that the customer experienced a pump failure after changing the pump's battery the night before. The customer also experienced a hyperglycemic event, which was treated with manual injection/insulin pen, intravenous (IV) insulin drip, discontinuation of the insulin delivery system, and hospitalization. Additionally, the customer was diagnosed with diabetic ketoacidosis (dka), which required hospitalization, and experienced a loss of consciousness, which also required hospitalization. The blood glucose value at the time of the reported event was 700 mg/dl. The event involved product(s) mmt-1884l, mmt-7040a, mmt-332a, mmt-243a. Troubleshooting was performed and it was confirmed that the customer had been using the insulin pump system within 48 hours of the reported high blood glucose event; however, the auto mode/smartguard feature was not active at the time of the event. Furthermore, it was found that the pump date and time were incorrect. No further patient complications were reported. Mmt-1884l was requested and customer response was the device will be returned. Product return is not required for mmt-7040a, mmt-332a, mmt-243a. Frn-mmt-332a-rsvr, unomed inf set, ozp-mmt-7040a-snsr.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.